Event description:
The customer reported that during preparation for the procedure, it was noted that the pad was partially discolored. It was not used for the pt. Initial eval of the returned sample found it was degraded and did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.